Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to lead damage.

Event description:
It was reported that the patient had episodes of ventricular fibrillation (vf) during the night. The device detected the vf and charged, but the defibrillation therapy was aborted due to a failed over-current detection safety check which was caused by a low defibrillation impedance of the right ventricular (rv) lead. The patient received an external defibrillation to terminate the arrhythmia. Following the episodes, the lead was capped and replaced, and externalized conductors were noted on the lead via xray. The associated device was also explanted and replaced. The patient experienced a long standing ventricular fibrillation and loss of blood flow due to the event, and is currently recovering. Further information has been requested but not yet received.